Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure for MRI compatibility. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was unable to charge the ipg and it was suspected to be defective. It was also noted that the distance between the ipg and pocket wound was significantly bigger than expected causing the ipg to migrate caudally from its original position. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge the ipg and it was suspected to be defective. It was also noted that the distance between the ipg and pocket wound was significantly bigger than expected causing the ipg to migrate caudally from its original position. The patient will undergo an ipg replacement procedure.